Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter became stuck on the guidewire. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left iliac artery. After the lesion was crossed with a non-boston scientific guidewire and pre-dilated with a balloon catheter, two different size epic stents were placed in advance. A 12x40x75mm epic vascular stent was then used for treatment, but because the device was not smooth enough from the time it was inserted from the sheath along the guidewire, the guidewire was moistened with heparinized saline solution. Since the system was able to advance to the target lesion, the stent was placed. The stent delivery system was tried to be remove leaving the guidewire and then continue post-dilation and intravascular ultrasound; however, it got stuck with the guidewire and had to remove the entire system. There were no patient complications reported.